Event description:
The physician attempted to place a biodivysio oc 3.5 x 28mm coronary stent in the superficial femoral artery. The vessel was 60% stenosed with moderate calcification and no tortuosity. The vessel had not been pre-dilated. It was reported that when the physician attempted to deploy the stent, the balloon would not inflate. A crack was discovered at the y connector of the stent delivery balloon where the hub meets the plastic y connector. The stent delivery system was removed and a 4.0 x 28mm biodivysio stent was successfully deployed at the site. There were no reported adverse pt effects and no medical interventions were required.